Event description:
It was reported that a patient underwent an unk surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the swage during knotted suturing of the dermis. No fragment remained at the patient's body. There were no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.